Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The contrast and up arrow keypad buttons were intermittently unresponsive to user presses. All other keypad buttons responded properly; however, all of the keypad buttons were difficult to press. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to these issues, the keypad cover was torn at the arrow buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a keypad button response issue, and contamination under button contacts. This report is made based on results of investigation completed on (B)(4) 2015.